Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the unit had disrupted timing. The handle was actuated and the reaming tacks deployed but seated improperly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, the device¿s tacks would not exit the shaft, the surgeon needed to twist the shaft to rotate the tacks off the shaft. There was minor bleeding at the tack removal site because the tack was not far into the abdominal wall and "unscrewed out." They opened a new device to complete the case and resolved the issue. The was no patient injury. The patient did well post-operatively and there were no concerns.